Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was confirmed based on the customer's attached picture, which shows the device is broken.

Event description:
On 07/09/2025, it was reported by a sales representative via (B)(4) that an ar-300-b201 burr broke off inside a patient during surgery. The surgeon was able to remove it from the patient after opening up the lateral side of the first metatarsal and pulling out metal piece. This occurred during use in a mis bunion case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.